Event description:
Complainant alleged that during biomed testing the device's pacer output was set at 140ma, the display showed 134ma, and the analyzer indicated 128ma output. Complainant indicated that there was no pt involvement in the reported malfunction.